Manufacturer narrative:
The analysis was performed on a cobas 8800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay was performing within statistical expectations. The expected false reactive pool rate is (B)(4). The reported rate of (B)(4) was based on a smaller sample size limited to pools tested in the month of september, which may have influenced the observed rate. No further investigation was deemed necessary as the assay was operating as intended.

Event description:
The initial reporter alleged an increase in the rate of initially reactive pools when using the kit cobas 6800/8800 mpx 480t us-ivd assay on the cobas 8800 analyzer. The customer reported observing an initial reactive pool rate of (B)(4), which they compared to the expected false reactive pool rate of (B)(4).